Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage connections at the tube were checked and within normal limits. A high voltage calibration was performed on the generator. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an "overload" error message. No pt injury was reported.